Manufacturer narrative:
A medwatch for the death of this patient was reported on MFR # 1423500-2006-01069. A follow-up medwatch will be filed once additional information is obtained.

Event description:
Baxter reported that during the set-up of the machine a reload set alarm was received. The parents opened and closed the door of the home choice machine, however, they did not take the set out to reload. The father told the nurse that he noticed some liquid on the floor prior to connection of the patient and assumed that the reason for this was a leakage from the end of the patient line. When the patient was connected, the father thought that there was a positive pressure in the patient line because he could hear a "snap" when he opened the clamp on the patient line. He could also see that the solution first went towards the patient because no iodine came out in the line. Then just after he could see the iodine flow out. A limited amount drained, initially only 6 ml, so the parents moved and lifted the child and drained another 10 ml. The total drained volume was 16 ml, which had been occasionally experienced before. Most often the drained volume had been 40-70 ml. The parents described that during the repositioning the patient cried, as though in pain. When she was laid back down it was noted that her abdomen was hard, but not distended. The patient vomited a small amount. The parents then discontinued the draining and started the filling. The father's impression was that it was difficult to fill. Shortly after this, the patient was observed to have apnea. The parents tried to lower the head and tried to ventilate the patient, but they experienced a difficulty in ventilating the patient. They called for an ambulance and the patient was transported to the emergency hospital where she later was declared dead.